Event description:
Procedure: inguinal hernia repair. According to the reporter: in the dissection balloon cannula, the uppermost seal cracked and the balloon leaked. Surgeon believes the seal was cracked prior to surgery. No patient injury. No bleeding. No tissue loss. Surgery delay less than 10 minutes. Opened another device to complete surgery.

Manufacturer narrative:
(B)(4).